Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a laparoscopic appendectomy on (B)(6) 2015 and a drain was used. During the procedure, the drain was broken when it was pulled out from the patient's body using forceps. A 10mm flat type was used to place the drain in the abdominal cavity and the connected side to the reservoir was grasped by forceps. The breakage was noticed after taking out the drain, but the broken piece of the needle was not found. It was reported that it may have remained in the patient's body. Additional information has been requested.

Manufacturer narrative:
Corrected narrative: it was reported that a patient underwent a laparoscopic appendectomy on (B)(6) 2015 and a drain was used. During the procedure, the connection part of the drain was broken when it was pulled out from the patient¿s body using forceps. A 10mm flat type was used to place the drain in the abdominal cavity and the connected side to the reservoir was grasped by forceps. The breakage was noticed after taking out the drain, but the connection part of drain was not found. It was reported that it may have remained in the patient¿s body. No additional information was provided.

Manufacturer narrative:
Drain is indented on one of its edges, such breakage is suitable of mechanical damage. The drain broke following damage during the surgery.